Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower 1 door 2 failed. A field service engineer replaced the microswitches on tower 1 door 2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower 1 door 2 had multiple failures. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.